Event description:
It was reported that this patient had a shoulder implant that was impacted by the recall. The patient had surgery to revise an exactech anatomic equinox implant which failed due to poly failure. No additional information at this time.

Manufacturer narrative:
(H3) pending evaluation.

Manufacturer narrative:
This event was determined to be a duplicate of (B)(4) no further information will be submitted for this case.